Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported withdrawal difficulties remain unknown.

Event description:
During an ep procedure, an inquiry catheter was inadvertently threaded through the advisor hd grid se catheter. The hd grid catheter was withdrawn into the sr0 sheath and both the hd grid and inquiry were inadvertently pulled into the sheath, creating a tangle. It was impossible to remove this tangle and lead extraction catheters had to be used to untangle the catheters before they could be safely removed. The patient was not harmed.